Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one-day post implant, this right atrial (ra) lead exhibited abnormal electrical measurements. Surgical intervention was performed and the physician attempted to reposition the ra lead but the helix was observed to not extend and retract properly. The ra lead was explanted and replaced and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the helix was retracted. Resistance testing found the lead was not electrically continuous. An x-ray of the lead showed the cathode coil was fractured at the distal end of the terminal pin. Resistance testing was also performed and failed as the insulation at the distal neck was torn and twisted. Based upon the clinical observations and the laboratory findings, it was believed that torsional overstress during attempts to extend/retract the helix caused the cathode coil to break and the insulation to be damaged.